Manufacturer narrative:
The reported events of connection problem and activation failure were not confirmed. Final analysis found that the helix was within specification and inner diameter of the tether button hole was measured and found to be in specification. No anomalies were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for leadless pacemaker implant. During implant, it was found that the novel leadless pacemaker was not properly tethered to the catheter. It was noted that the pacemaker failed to be redocked during procedure, and an alternate pacemaker was implanted on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction- h6: activation failure removed as it is unrelated to this product.